Event description:
It was reported to boston scientific corporation that a wallflex esophageal fully covered stent was implanted within a malignant esophageal stricture on (B)(6) 2011 during an esophagogastroduodenoscopy (egd) procedure. According to the complainant, on (B)(6) 2011, the patient presented to the hospital with difficulties eating. The physician performed an endoscopy and biopsy, which revealed that the patient has esophageal cancer. On (B)(6) 2011, during an egd procedure, the physician implanted a wallflex esophageal fully covered stent within the patient's esophagus. Approximately two days later, a barium radiograph revealed that the stent had migrated into the stomach. The stent was left inside the patient to pass naturally. According to the physician, the stricture was too tight to pull the stent back through the esophagus and remove it from the patient. The physician felt that "the damage of trying to remove the stent through that very tight stricture was greater than just allowing it to stay in the stomach." The patient was released from the hospital and referred to another hospital for radiation treatment. Additionally, it was reported that the new hospital may attempt to remove the migrated stent. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available; a supplemental report will be submitted.

Manufacturer narrative:
Patient is over 18 years old. The complainant was unable to provide the suspect device lot number; therefore, the device manufacture and expiration dates are unknown. However, it was reported that the device was used prior to its expiration date. Component code 515 relates to device code 1395 for the reported issue of stent migrated. The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If there is any further relevant information, a supplemental medwatch will be filed.